Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported the patient died approximately seven months post device implant. The patient had an arrhythmic ventricular tachycardia event which evaluated into ventricular fibrillation. The patient received two shocks whereafter the patient went in cardiogenic shock and died. Physician indicated on the panorama os clinical study form that the primary cause of death to be ventricular tachycardia. Based on follow-up received, it was reported that the patient had shortness of breath and had a cardiorespiratory collapse at home. The patient had ventricular tachycardia which changed to ventricular fibrillation and the patient received two successful shocks. The patient was hospitalized and received an assist device for pump function. The patient went into cardiogenic shock and died. The cause of death is cardiogenic shock. There is no allegation from a health care professional that the death was device and/or leads related.